Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
A healthcare professional reported a patient experienced the events of "hard when touching with sporadic hyper sensibility episodes¿ and ¿capsular contracture¿ baker grade unknown. The right side device remains implanted.

Event description:
The right side device has been explanted.